Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: lot #? Any sample available to be returned for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure on an unknown date, the customer inquired about the description in our catalog vs. The suture boxes. The description on the website and in the catalog says it is on an rb-2 needle, but the package and the needle inside the package is a tf needle. No patient consequences.